Manufacturer narrative:
.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that during a procedure in the right sfa (vessel diameter 3.0mm) the balloon was advanced through a 6f sheath and crossed over a radifocus guide wire. During the first inflation, the balloon ruptured at 12 atm. Another balloon catheter of the same size was advanced and balloon angioplasty was performed to complete the procedure. No patient injury or adverse effects were reported. No additional information available.